Event description:
It was reported that externalized conductors were seen via x-ray. All electrical measurements were normal. The lead will be replaced during the device change-out. No adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.